Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). The optic was cut into two portions, typical of insertion and removal. One cut optic portion has deep scrape marks on the anterior side near the cut damaged area. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, they noticed that lens was scratched during implantation, not sure if this happened during loading process. Damaged lens was taken out from the eye and new lens was implanted. Additional information has been requested and received stating that the device was prepped for loading and there was no patient harm.